Manufacturer narrative:
A lot history record (lhr) of rewb0770 showed one other similar product complaint(s) from this lot number. The device has not been returned to the MFR, at this time, for eval.

Event description:
It was reported that during the placing of the catheter the guide remains hooked to the skin during its removal.